Event description:
A cartridge alarm 30 was reported by the caller. There was no adverse impact on the customer's blood glucose level. The issue was resolved as the caller successfully loaded a new cartridge with assistance from cts and was able to resume insulin therapy.